Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shock therapy, and therapy was exhausted. The patient had been dancing at that time. It was unable to be confirmed whether therapy was appropriate. It was noted that the patient was not symptomatic. The patient received intravenous fluids for tachycardia, and their rate gradually decreased. No adverse patient effects were reported. The device remains in service.